Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the revision on (B)(6) 2020 due to infection. Patient is a (B)(6) female who previously underwent bilateral total knee replacement - outside cors scope. She underwent revision on (B)(6) 2020 for pji. Patient required reimplantation which was performed in (B)(6) 2020. All components where exchanged.